Event description:
Customer reported a potential biohazard and chemical exposure when the waste line of the coulter lh 750 hematology analyzer was inadvertently removed from the floor drain, and biohazardous waste (< 5ml) was spilled onto the floor. Operators were wearing appropriate personal protective equipment. There was no exposure to the operators. There were no reports of death, serious injury, or affect to operator safety associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer. The fse identified that the waste line was not damaged, it had been inadvertently removed from the floor drain. The fse fastened all the drain lines together into a funnel that was placed in the floor drain. This should prevent inadvertent removal of the waste line from the floor drain. Product labeling was evaluated. Beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).